Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, a 2.75x23mm xience v stent was successfully implanted in a re-stenosed unspecified stent, in the distal right coronary artery (rca). The patient was discharged home the following day. On (B)(6) 2013, the stent was noted to be restenosed. Percutaneous coronary intervention (pci) was performed. [Reported under MFR report # 2024168-2014-05202.] On (B)(6) 2014, the patient was admitted to the hospital for angina and re-stenosis in the distal rca. Pci was performed. On (B)(6) 2015, the event resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: 2.5x15mm xience v stent; promus element stent x 2; endeavor stent. Stent implanted in a re-stenosed stent. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As noted in the xience v everolimus eluting coronary stent system instructions for use (IFU): the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The stent was implanted in a re-stenosed stent is an IFU deviation. It should also be noted that angina and stenosis are listed in the xience v everolimus eluting coronary stent systems IFU as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x15mm xience v stent referenced is filed under a separate manufacturing report #.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2012, a non-abbott stent and a 2.5x15mm xience v stent were implanted in the distal rca. On (B)(6) 2014 re-stenosis was noted in the 2.5x15mm xience v stent, the 2.75x23mm xience v stent and three non-abbott stents. Plain old balloon angioplasty, cutting balloon and drug eluting balloon angioplasty were performed as intervention in the distal rca xience v stents. There was no additional information provided.